Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "post bav balloon popped. The physician tried to pull the balloon back out of the 14fr sheath. Caused the inner lining of e-sheath to come apart and tore the arteriotomy and he forcefully pulled it out of the body. Manta was not able to close the torn vessel. 10mm x 60mm pta balloon inflated x2 and a 11mm x 5mm covered stent was deployed. A post inflation was performed again to fully expand the covered stent. Post angio revealed that the hemostasis was achieved, and the manta was deployed correctly in the vessel. Due to the blood loss from the hemostasis not achieved, the patient was transfused by either 1 or 2 units of prbc. Patient's current condition is stable and no other health consequences occurred from this event. The physician reported that he does not blame the manta device for not closing the torn arteriotomy."

Manufacturer narrative:
(B)(4). The customer report of hemostasis not being achieved after manta deployment could not be confirmed by visual inspection of the customer supplied images. Visual analysis of the images provided by the customer confirmed the use of a balloon and covered stent to achieve hemostasis. Additional information was received from the customer that this event occurred during a tavr procedure, there was no calcification or tortuosity at the access site, but the vessel did tear prior to manta use. Patient condition is fine. The instructions-for use (IFU) provided with this kit cautions the user, "the safety and effectiveness of the manta device has not been established in the following patient populations: patients who are suspected of having intra-procedural complications at the femoral access site before sheath removal including: bleeding or swelling around the large bore sheath that may indicate hematoma formation and/or pseudoaneurysm formation, and/or peri-procedural angiographic evidence of thrombus formation or significant injury in the aorta or iliac vessels associated with procedural large bore sheath placement and/or sub-optimal anticoagulation.". The physician reported that he does not blame the manta device for not closing the torn arteriotomy. Full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as no lot number was provided. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "post bav balloon popped. The physician tried to pull the balloon back out of the 14fr sheath. Caused the inner lining of e-sheath to come apart and tore the arteriotomy and he forcefully pulled it out of the body. Manta was not able to close the torn vessel. 10mm x 60mm pta balloon inflated x2 and a 11mm x 5mm covered stent was deployed. A post inflation was performed again to fully expand the covered stent. Post angio revealed that the hemostasis was achieved, and the manta was deployed correctly in the vessel. Due to the blood loss from the hemostasis not achieved, the patient was transfused by either 1 or 2 units of prbc. Patient's current condition is stable and no other health consequences occurred from this event. The physician reported that he does not blame the manta device for not closing the torn arteriotomy."